Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular inclusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a patient experienced ¿vascular occlusion¿ after being injected with juvéderm® ultra plus. It is unknown if the symptoms are ongoing.